Event description:
Olympus medical systems corp. (Omsc) was informed from the user the subject device was suspected to have suctioned a clip. Then it had been continued to use the subject device may have resulted in insufficient or incorrect reprocessed (the user may have used the poor reprocessing subject device for next procedure). The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc) but it could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.